Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received pump reset information from technical support, successfully reset the pump with their assistance, and was advised to continue using the pump while monitoring for any recurring codes.